Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were re-seated during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system had a communication error message displayed. No pt injury was reported.